Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (55 mg/dl) due to customer running and not adjusting insulin rate. Customer addressed low blood glucose by consuming food.